Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf liver ablation procedure, there were temperature issues. The procedure couldn't be completed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The device was received for evaluation along with one set of inflow tubing. The returned sample did not meet specification as received. Visual inspection found the luer broke at the orange/blue tubing junction. The white arrows were missing from the orange section of tubing. The reported condition that the temperature was not stable was confirmed. The water circulated normally through the device. The device did not read the temperature properly. The investigation found that the solder joint at the tip of the thermocouple was broken. The investigation identified the root cause of the reported event to be a poor solder joint. A trend has been identified for this failure and corrective action has been implemented. The investigation also found the luer was broken and the device leaked at the broken luers. This failure contributed to the reported condition. A trend has been identified for this failure and corrective action has been implemented. The investigation also found that there were no arrows on the inflow tubing. This failure contributed to the reported condition. A trend has been identified for this failure and corrective action has been implemented. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.